Manufacturer narrative:
The tip-up fenestrated grasper has been returned and evaluated by the failure analysis team. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube near the distal end are deemed cosmetic damage. The scratches measured approximately 2.0mm - 7.0mm in length and are not axially aligned with the tube axis. The component is scratched and there may be missing material, but the size of the missing pieces cannot be confirmed. The complaint was confirmed by failure analysis. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.

Event description:
It was reported that the tip-up fenestrated grasper was defective.there was no report of patient involvement or patient injury.